Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd 10ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "particulate was noticed inside a syringe either from lot 8340918 or lot 9002961. The was found inside our sterile hoods during a fill."

Manufacturer narrative:
Additional information: multiple lot numbers: there were multiple lot numbers reported to be involved, but were not confirmed. The information for each lot number is as follows: d.4. Medical device lot #: 8340918, d.4. Medical device expiration date: 11/30/2023, h.4. Device manufacture date: 12/6/2018, d.4. Medical device lot #: 9002961, d.4. Medical device expiration date: 12/31/2023 and h.4. Device manufacture date: 1/2/2019. H.6. Investigation summary: one photo, one convenience tray and one loose 10ml syringe were received and evaluated. It was observed in the photo and loose syringe, there was a brown foreign matter particle embedded near the top of the plunger rod. It appeared to be burnt plastic and was larger than level 3 in size, which was rejectable per product specification. The convenience tray was observed to have a dark foreign matter fiber attached to the wall of the tray. It appeared to be a strand of hair and was larger than level 3 in size, which was rejectable per product specification. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. The potential root cause for the foreign matter in the tray is associated with the packaging process. No corrective actions are necessary based on the defective rate identified. Batches 8340918 and 9002961 are considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the two provided lot number (s) that could have contributed to the reported defect.

Event description:
It was reported that foreign matter was found before use with a bd 10ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "particulate was noticed inside a syringe either from lot 8340918 or lot 9002961. The was found inside our sterile hoods during a fill.".